Event description:
It was reported, during ureteral stone removal the connection between the basket handle and the sheath of an ncircle tipless stone extractor broke. A photo of the device was provided that appears to show the basket sheath separated at the handle. The device was able to be used three times to capture stones when the issue was discovered. A new same-type device was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
. E1 phone number: (B)(6). G4 ¿ PMA/510(k) #: exempt h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.